Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining discrepantly low white blood count (wbc), red blood count (rbc), and hemoglobin (hgb) patient results, with no instrument flags, generated on the coulter ac*t diff analyzer for several patients. The specific number of patients is unknown to date. Instrument printouts were requested for this investigation; however, has not been supplied by the customer to date. The customer did supply patient results for one (1) specific patient where the initial values were considered erroneous because they did not match the patient's clinical profile. The specimen was repeated two additional times where expected results were obtained (higher wbc, rbc and hgb). The patient sample was also sent to a reference laboratory for analysis and reference results obtained were consistent with rerun results. No erroneous results were reported out of the laboratory. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
Cell controls were run before the event and qc recovered within expected range. A bec field service engineer (fse) was dispatched and replaced the sample and diluent syringe. The fse also replaced the hgb lamp and diluent filters due to the age of the parts. The fse adjusted the hgb voltage and calibrator factors. The fse then verified instrument operations. The failure mode is most likely contributed to the parts that were replaced during the service visit.